Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the flexvision pc was not starting. Fse replaced the bios battery. After replacement of bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a start-up failure with the allura system. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the flexvision pc was not starting. The field service engineer inspected the system onsite and after the replacement of the pc bios battery. After repair the device was returned to use in good working order.